Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had disconnected from the titanium adapter while the patient slept. The transfer set was replaced, and the titanium adapter was still in use after the event with no issues. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included leak testing, clear passaged testing, clamp function testing and integrity of seal surface testing. All tests were within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.